Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue/location was suturing when pull-off occurred? No further information is available. How was procedure successfully completed? No further information is available. Please provide lot number. No further information is available. Please provide procedure name. No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.